Event description:
Pt's dr reports pt experienced pretibial petechiae 2 days after the first series of synvisc injections were given in the office 4 days ago. According to the dr, these hemorrhages are somewhat uncomfortable.